Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from three (3) different patient samples that were generated by the synchron lx I 725 instrument. The initial accu tni results were: 1.05 ng/ml, 0.99 ng/ml and 1.31 ng/ml for patients a to c respectively. The customer re-tested the patient original samples for accu tni. The repeated accu tni results were: 0.00/0.00 ng/ml for patient a, 0.02 ng/ml for patient b, and 0.00/00 ng/ml for patient c. Based on available information, patient a received a heart catheter procedure. There was no report of patient injury requiring medical intervention due to this event.

Manufacturer narrative:
Qc was within customer's specifications. System check performed on 05/23/2006 passed. The specimens were collected in lithium heparin tubes and centrifuged at 4,000 rcf for 3 minutes. The customer indicated that the problem was noted on samples that were tested through an aliquoter. A field service engineer (fse) was dispatched to the customer lab on 05/23/2006. The fse replaced cta sample probe. The fse verified that the instrument is operating within specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.